Manufacturer narrative:
(B)(4): the device was returned for repair. The instrument failed electrical tests and showed evidence of electrical arcing and short circuit. After disassembly, it appears that the coated wires inside of the electrode are the parts with the defective insulation. The device was repaired, tested to product specifications and returned to the customer.

Event description:
It was reported the device was returned for repair. The repair technician found ¿the instrument is on short circuit. After disassembly, it appears that the coated wires inside of the electrode are the parts with the defective insulation. However, this defect is inside the instrument and is not a great danger of the user or the patient. On another part, the instrument came dirty.¿ there was no injury reported as a result of this event.